Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he continued to get air in the reservoir. He was attempting to fill it and he kept getting big air bubbles after he filled it. He is unable to purge the air bubbles out. Customer's blood glucose was 225 mg/dl. Troubleshooting was performed and customer mentioned anomaly continued to occur after using a new reservoir from a different box. Customer declined to continue troubleshooting after being informed champagne air bubbles were fine. Customer is returning the reservoirs for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.